Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient experienced a transient neurological injury to the spinal cord when the patient was moved out of the surgical room. Follow-up report indicated that the patient is recovering and there were no reports of further complications. The patient reports that he is currently receiving effective therapy using the senza system. Based on the report, the event was likely related to the procedure.